Event description:
The customer reported having issues with high and low blood glucose for the past three weeks. The customer was placed in the hospital on (B)(6) 2011, and the customer had multiple high blood glucose. Troubleshooting was performed. Ran a fixed prime and high pressure test and the tests passed. Performed a displacement and self test and the insulin pump passed the tests. The customer's most recent glucose reading was 231mg/dl, and she has treated with the insulin and manual injections. The programming, time, and date were correct. Ran a fixed and high pressure test and passed. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.